Event description:
On 9/20/2000, co learned that the quantity of blood that was lost through the graft was 5mls over a period of approximately 2 minutes. In addition, the patch was confirmed to have been left in.

Event description:
The physician claims that the fabric was implanted for a left-sided carotid endarterectomy procedure. When the clamps were removed, [high-pressure] arterial blood leaked for [some time] from the suture line. The exact quantity of blood lost through the suture line and the duration of the leakage are unknown at this time. The leakage was controlled by the application of pressure and gel-seal. The clinical outcome was [eventually] ok. There was no injury or complication to the pt. The pt's condition is fine. Note: based upon the complaint description info received, the fabric appears, at this time, to have been left in.